Event description:
Reporter alleged obtaining discrepant blood glucose values of 362 mg/dl back to back with a result of 169 mg/dl when testing was performed one minute apart on the aviva system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.